Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep was notified of the explant on (B)(6) 2020 when the explant occurred. The rep had called the office on (B)(6) 2020 and got the information from the october refill visit. The hospital was sending the pump to the rep and upon receipt of the pump it would be sent back for analysis. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The company representative clarified that the date they were notified of the event was on (B)(6) 2020, the date the pump was explanted. The healthcare provider (hcp) had contacted to the company representative asking what they should do with the pump. The device had not been returned. The hcp was to mail the device to the company representative for return to the manufacturer, but the company representative never received it. The hcp could not locate the pump and it was believed to have been discarded.

Event description:
Additional information was received from the healthcare provider via the company representative who reported there was a discrepancy in volume, expected vs actual at the refill but was still within manufacturer¿s specification. Per the company representative they had received a phone call (B)(6) regarding the explanted pump. The company representative stated that in speaking with the managing healthcare provider, the patient had a refill on (B)(6). At that time, they were expecting to get back 2.0ml but didn¿t get any baclofen back and the pump was not alarming. The patient¿s pump was programmed to minimal rateflow after that and the patient did not notice any change in their status, so the patient elected to have the pump explanted. It was noted that the patient was a new patient to the office and was implanted and managed in a different state prior. Her dosing at the refill was 600 mcg/ml, 38 mcg/day. There were no environmental, external or patient factors that may have led or contributed tothe issue. No diagnostics were performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further info rmation regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump went empty and didn't alarm. The patient got the pump refilled and afterwards was sent to the emergency room due to an overdose. The patient would be following up with their healthcare professional for next steps and a possible explant. The issue was not resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-aug-27. The low reservoir alarm date based on the patient's print off was (B)(6) 2019. It was reported that the patient had never missed any of their pump appointments and a week or two prior to the refill the patient had severe muscle spasms. The patient thought it was just because they were in the process of moving and were overdoing their activity level, but really it was because of the empty pump. The overdose occurred three days after the refill. After the patient got out of the intensive care unit (ICU), the healthcare provider (hcp) decreased the amount of drug the patient was getting and recommended the patient have the baclofen decreased until it was stopped completely, and then have the pump removed. The hcp reportedly said they would likely leave the catheter in but take the pump out. No further complications were reported or anticipated. The indication for pump use was non-malignant pain and the baclofen was infusing at 600.0mcg/ml and 34.84mcg/day at the time of report.